Manufacturer narrative:
Received only drainage bag and no kink was observed on the returned sample. The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the urine was able to flow from the outlet tube of the meter. No abnormalities was observed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "cautions/warnings this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas." (B)(4).

Event description:
It was reported that it was difficult for urine to flow from the urine drainage tube of the meter. Per the investigations team, the drainage bag was found to have a tear on the drainage bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult for urine to flow from the urine drainage tube of the meter.